Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012173989 was returned and analyzed. Visual inspection of the sheath was performed and identified a shaft kink/twist approximately 11.25 inches from the tip. The dilator tip, shaft and luer were intact with no apparent issue. The dilator inserted into the sheath with friction and difficulty. The dilator snap locked into the sheath properly. In conclusion, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not be inserted into the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.